Event description:
A robotic tenaculum forceps was returned to me with a tag stating, " wire broken at articulating joint". This was also noted to have been part of a field safety notice. (B)(4). No harm listed to pt. Delay in procedure only.